Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2019 was chosen as a best estimate based on the date that the manufacturer became aware of the event. The patient was explanted last year 2019. Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 16272624, model/catalog description: linear st lead kit 50 cm. Model number/catalog number: sc-2316-50, serial number: (B)(4), batch/lot number: 16098105, model/catalog description: infinion 16 lead kit 50 cm.

Event description:
A report was received that the patient's device was placed too close to the spine and it was extremely painful. The patient underwent an explant procedure. No further information could be obtained.